Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he was having issues with his sites as the tubings were pulling away, out of his body and this happened towards the end of his cartridges. He faced this issue with 8 infusion sets. The tubing was detaching at quick release. Reportedly, the patient was providing enough space for the tubing, but it was still detaching. He allowed the tubing to hand loose. No further information available.